Event description:
Complainant alleged that during a routine shift check of the device by a clinicain, the device displayed a "defib fault 109" error. The complainant indicated that there was no pt involvement in the reported malfunction.